Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was available at this time.